Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery. The customer¿s blood glucose level was 325 mg/dl at the time of the incident and current blood glucose was 336 mg/dl. The customer stated that they had a high blood glucose. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose. The customer was advised to check the insulin vial and was also advised customer to change set. The pump will not be returned for analysis.